Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of parkinson's disease underwent a deep brain stimulation procedure using the percept pc implantable neurostimulator. Following the procedure, the patient experienced postoperative discomfort and developed severe chest swelling at the site of the implant. Due to the severity of the chest swelling, removal of the stimulator was deemed necessary. The issue was reported as resolved. No patient complications have been reported as a result of this event.